Event description:
The customer reported that the system had a damaged rui console. Also the md option didn't work.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found the damaged joystick and emergency switch on rui console. He replaced the defective parts and checked the console for proper operation. The rui console performs as intended.